Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 275cc (l) and 325cc (r) and suffered several unexplained systemic symptoms, including burning, glassy, drippy eyes, light and smell sensitivity, food allergies, stiff neck, muscle atrophy, pain in left breast and ribs, fatigue, redness on left breast, lyme disease, inflammation, sensation of bugs crawling all over body, lower back pain, anxiety, depression, thinning hair, joint pain, rosacea, dry skin, brain fog, tongue issues, memory loss, decreased vision, low libido, coughing, metallic taste in mouth, ibs, gastritis, acid reflux, cold hands, feet and nose, tinnitus, heart palpitations, swollen lymph nodes, short temper, soreness, nail problems, age spots, sharp pains on the skull, low white blood cell count, body stiffness. Rupture and discoloration were also reported for the right breast implant. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent "remova" on (B)(6) 2019 this report is for the left breast prosthesis.

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).